Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During replacement of the expiratory channel printed circuit board by the user facility an error occurred. The ventilator was investigated by our field service engineer and confirmed an issue with the monitoring pc board. During testing, smoke came off one of the pc boards inside the unit. It was found a burned plug-and-play back-plane pc board. It was replaced but burned up again with no ac power plugged in to it. The unit was completely disassembled and a small allen head bolt was found under the pc board shorting across the solder connections. It is unknown where the allen bolt came from as there were no missing bolts. The bolt was removed, and the ventilator passed all functional and safety tests and was cleared for clinical use. Multiple pc boards were damaged in the diagnosis of the unit but no replaced parts were returned for investigation. No ventilator logs were provided. The root cause of the event was the allen bolt shorting across the pc boards.

Event description:
It was reported that the expiratory channel printed circuit board was replaced and ventilator generated a technical error code indicating power error. No more information available. There was no patient harm. Manufacturer's ref # : (B)(4).